Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said for the last 3 days they have had an electrical shock in their vagina area. Patient said it is not constant, but every now and then it will happen again 30 minutes later and sometimes every few minutes. The shocks are not strong but got her attention. Patient doesn't have any falls or accidents. Patient has not changed the setting since november. The circumstances that led to the reported issue were unknown. The patient doesn't have a doctor's appointment until (B)(6). Patient has had no return of symptoms. The patient was redirected to their healthcare provider to further address the issue.